Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 255mg/dl at the time of the incident. The customer had treated manually with pen. The customer reported pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.